Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). Report source other: user reported medwatch (B)(4). Legal manufacturer: hcs madison (B)(4).

Event description:
Per user reported medwatch (B)(4): "operating room (or) anesthesia machine turned off during a case with lines and jumbled letters going over the monitor."